Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 during a pump refill procedure the pump was aspirated without any issues. The first syringe of drug was filled into the reservoir and then the needle was removed. The hcp had forgotten there was a second syringe of drug so re-accessed the pump reservoir, but was only able to fill it with 10 ml and then had significant resistance. They aspirated the volume again easily and tried again to refill and were still only able to get 10 of the 20 ml in. The pump was updated to the actual volume put in the pump and the hcp was going to continue to monitor. No patient symptoms or clinical problems were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.